Manufacturer narrative:
(B)(4).

Event description:
The physician underwent pars plana vitrectomy with membrane stripping and panretinal laser demarcation, superficial keratectomy and gas-fluid exchange on the left eye. The procedure required the use of an mvr blade. During removal of the mvr blade, the tip of the blade was noted to be fractured and a small fragment of the tip remained intraocular. In spite of multiple attempts and techniques to identify and/or retrieve the (stainless steel) fragment, it remained embedded in the eyewall. Postoperatively, the patient was discharged without complications. The patient has been referred for a follow-up computed tomography (CT) of the left eye. Additional information has been requested.